Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Wheellock are very loose and not holding, dealer states that the end user told him they tried to adjust them, and believes they stripped the bolts.